Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure an attempt to place the stent in the om branch of the circumflex resulted in a dissection. Several attempts to advance the stent delivery system were unsuccessful, therefore the system and guiding catheter were removed. Following removal, inspection revealed that the stent had separated from the delivery system and was believed to be lost in the periphery during removal. An angiogram was performed and the artery appeared to be fine. No further intervention was attempted. The pt left the cath lab and was hemodynamically stable without chest pain, or electocardiogram changes. Reportedly the pt coded and expired 20 mins after arrival in the ward. No further info was available.